Manufacturer narrative:
No button error alarm was noted during testing. However, the insulin pump had intermittent button response due to corroded up and down button keypad traces. No unexpected number ramping anomaly was noted during testing. No weak battery alarm was noted. The insulin pump had normal operating currents. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and a stained end cap sticker.

Event description:
It was reported that the customer received a button error alarm on his insulin pump. His blood glucose was 120 mg/dl at the time of reporting. He was advised to revert to his backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.